Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. The surgeon was cauterizing tissue when the tip of the l hook fell off. Occurred during laparoscopic cholecystectomy surgery. No patient harm reported. Surgical delay of 30 minutes reported.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the broken off tip. Here we found a light brown discoloration. Additionally we made a visual inspection of the fracture surface. Furthermore we made a visual inspection of the inspection of the instrument and an inspection of the fracture surface. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect and production error can be excluded. No pores or foreign bodies could be found on the point of rupture. We assume a forced fracture as the causal factor. There is the possibility of pre-damage or similar, due to previous surgeries. We assume that the forced fracture were caused due to an overload situation and these will result in breakage. No CAPA is necessary.